Manufacturer narrative:
Correction information. G6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When installing the scope, the user found that the connector cover of the processor could not be used, so they immediately stopped using the processor, replaced it with another one for gastroscopy and reported to the medical equipment department for repair. This event occurred at the time of during inspection. There was no report of patient harm.